Event description:
It was a catheter malfunction. When the catheter was inserted and connected to the cable, there was no signal displayed on the monitor. The catheter was removed and a new catheter was used. The second catheter worked fine and had signal display. The procedure completed smoothly and no injury to the patient. Manufacturer response for smart touch dd-f, biosense webster smartouch d-f (per site reporter): none .